Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a lesion with moderate tortuosity and little calcification but it dislodged. Physician retrieved the device from the patient with a snare. Patient was treated with another stent. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ moderate tortuosity and little calcification. (None) ¿ device not returned for evaluation. (No results available since no evaluation performed) - device or procedural images not provided for review. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ moderate tortuosity and little calcification. Inherent risk of procedure ¿ (failure to deliver). (B)(4).